Manufacturer narrative:
(B)(4). Investigation evaluation: a review of the complaint history and device history record has been conducted for the purpose of this investigation. No device was returned to assist with the investigation. The device or event that caused the bleeding is unknown. There is no information to suggest the device malfunctioned or contained a nonconformity. Work orders for both lots of product were reviewed, and no evidence of nonconformity was found. Complaints were reviewed, and no other complaints have been filed against devices from these lots. Because the devices were not returned, no images were provided, and few details of the procedure were provided, the root cause of the complaint is unknown. Due to the nature of lead extraction surgery, a device can function normally and still cause a tear in a blood vessel. We will continue to monitor for similar events.

Event description:
During lead extraction of a rv lead, the subclavian vein was torn. The patient was put on bypass and underwent open chest surgery to repair damage to the subclavian vein and svc.